Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect uim has been returned to carefusion for further investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen does not work. There is no patient associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The real time clock back up battery's voltage was measured to be lower than specifications, so although the component still operated as intended during testing, it is suspected that the loss of display on start up occurred due to the low voltage.